Event description:
It was reported to boston scientific corporation in (B)(6), 2009 that a jagtome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the physician performed the sphincterotomy and attempted to remove the jagtome out of the scope. The physician encountered resistance and found it difficult to pull back the jagtome. The closed 5 cm wire portion of the shaft was damaged; it was split open. The procedure was completed with a different device (name and manufacturer unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).